Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was explanted and returned to cpi due to no telemetry, no magnet tones and no output.